Event description:
A laser tech reports having problems getting the pt bed to properly line up. Pt was involved, however, no pt harm was reported.

Manufacturer narrative:
During the onsite investigation, the territory manager (tm) observed surgeries to determine the doctor's expectations of bed swivel movement. To address this issue, the tm repositioned the bed to swivel as evenly as possible. The tm successfully completed the sys verification. The root cause of the customer's complaint is unk. (B)(4).